Event description:
It was reported that the device had reached eri (elective replacement indicator) early as it had lasted about 4.5 years and had not met longevity expectations. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and found to have met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device was returned and at the time of the return no analysis was performed per the manufacturer's procedure. Per manufacturer policy, the device was sent for long term storage/destruction and is not recoverable at this time.